Event description:
When deep brain stimulation was turned on after implant, the pt's left eye was closed and he had slurred speech. The pt's gait had changed and he could not walk. He had fallen 5 times in the last couple months. It was reported that the device worked well for a few weeks and then 'quit.' A computerized tomography scan revealed that lead placement was perfect. The device was working well for the pt's tremor. It was reported that the pt issues were related to programming. The stimulator was adjusted many times by the hcp and the MFR's field representative. His speech improved, but the pt was still unable to walk. The pt had parkinson disease for 18 years. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.